Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes were observed as well as noise on the atrial channel. No intervention has been performed. The patient was in stable condition. Additional information was requested but not received.